Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence/urinary/bowel dysfunction. It was reported that  they don't think their stimulator was on. Patient said the ins wasn't working. The patient said on (B)(6) they could feel a faint little "tip tip." Patient said they were not sure. The patient said they were told it would be another surgery to see if the wire had reconnected and then become disconnected. That's why they don't know if their stimulator was working right now, but they think it was. The agent reviewed MRI eligibility. The agent walked the patient through connecting to their ins and checked MRI eligibility. The patient confirmed they are not eligible for a full-body MRI scan. The patient also confirmed that their stimulator was on, which was good news as per the patient. Patient was redirected to their hcp. Patient said they no longer see their hcp on file. Patient needs a new hcp that can implant the ins. Sent physician listings.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v012956 implanted: (B)(6) 2007, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6) , ubd: 29-sep-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.